Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient would charger their ins and the ins/stimulation would not last very long after they charged it. The patient stated they did not like their current ins and the recharging process. No further complications were reported or anticipated.